Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 499 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery.